Event description:
Complainant alleged that while treating a pt in cardiac arrest, the device analyzed the pt's heart rhythm. However, the medics feel the device did not delivery energy to the pt. Complainant indicated that the clinician continued to use the device to treat the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that subsequent to the event, review of the code summary report indicated that energy was delivered to the pt.